Event description:
Ous MDR - on (B)(6) 2012, during a follow-up, this lead presented a high shock impedance (> 150 ohms) and a high pace/sense impedance ( > 3000 ohms). During the replacement procedure, it was noted that above the distal coil the insulation was damaged.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation and a fractured conductor cable to the rv shock coil at this point. This damage can be considered as the root cause for the observed high shock impedance mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.